Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device delivered inappropriate shock. No further information was reported.

Event description:
New information states that the patient received inappropriate atp for supraventricular tachycardia due to inappropriate programming. No changes were made. The patient was in a stable condition.